Event description:
Trial patient expected to void more on her own. The patient later stated she was she was hoping that she would urinate more. The issue reported was not resolve at the time of this report. No further patient complications have been reported because of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.